Event description:
It was reported that tip broke in pt's knee. Reporter stated that approximately 10 minutes into a knee arthroscopy procedure while lasing the meniscal tissue, physician noted that the tip broke (fiber) into pt's knee. The physician used a shaver to remove the fragments and to complete procedure. No injuries were reported.